Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis (fa). The unit was installed into the test system. A video test and 10 power cycles were performed, and the unit sat idle for 1 hour. The system came up with no errors and had good video on both eyes with no issues. Upon visual inspection, the unit was noted to be in good condition. There was no trouble found with this unit. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the system generated a non-recoverable 319 error. The clinical sales representative (csr) stated the system initially generated a recoverable fault, but after recovering, the fault was non-recoverable. The technical support engineer (tse) viewed the system event logs and confirmed error 48100, indicating a i2c bus error, and error 319, indicating a node not responding. Prior to contacting technical support, the surgical staff performed a hard cycle on the system, but the error returned. The tse had the csr staff power the system down, reseat the orange fiber connection at the endoscope controller (ec) and video processor (vp), and power the system back on. The issue returned. The tse then had the csr power the system down, swap orange fiber ends, hard cycle the system, and ensure all power cables were seated properly. The issue remained. The csr indicated there was a blue light at the connection on the vp but not on the ec connection. The tse asked the csr if the customer had another system available, and the csr was going to grab the vision side cart (vsc) from another system, but the call was lost. The tse called the csr back. The csr stated he swapped the orange fiber cable from another vsc, but the error returned. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during the field evaluation. The fse replaced the ec to resolve the issue. The ec/vp fiber cable proactively in parallel with ec. The affected ec/vp fiber cable is a field scrap item and will not be returning to isi for further investigation. The endoscope that was used during the procedure was tested and verified functional with the robotics coordinator. The system was tested and verified as ready for use.